Event description:
Additional information was received that the increase in seizures were not related to vns. No further information was provided by the physician.

Event description:
It was initially reported that the patient had 5 partial seizures in (B)(6) 2011. This was believed to be an increase in seizures frequency but it is unclear if it was above pre-vns baseline or related to vns. He had medications increased and was again seizure free. Good faith attempts for more information have been unsuccessful to date.